Event description:
During a routine shift check by a clinician, the device displayed "pacer fault 116", "pacer disabled" and "defib disabled". Complainant indicated that there was no pt involvement in the reported malfunction.